Event description:
Medtronic received information that two days following the implant of this annuloplasty ring, the ring was explanted and replaced with a mechanical valve. No further information was available; however, additional information has been requested. The device was returned for analysis.

Manufacturer narrative:
Additional information received: medtronic received information that two days following the implant of this annuloplasty ring, the ring was explanted and replaced with a mechanical valve. The physician reported that the patient had rheumatic heart disease and the valve was repaired. After the repair was completed, there was a leak and the decision was made to remove the ring and implant a mechanical valve. There were no allegations against the ring and no adverse patient effects reported. Product analysis: upon receipt at medtronic's quality laboratory, the device was discolored, showing evidence of blood contact. Small needle holes and/or tears were observed along the sewing cloth. The ring appeared slightly distorted; squeezed. Distortion suggests a sizing issue and/or squeezing the ring in excess. There was no evidence of host tissue along the ring. Radiography showed no evidence of mineralization and/or fractures. Conclusion: based on the information provided and the analysis findings, it was concluded that use error was the likely cause of the event. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: review of the device history record showed that this ring met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Conclusion: at this time, a conclusive cause to this event could not be determined. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.